Manufacturer narrative:
Follow-up #1 date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: a visual inspection of the pump showed no evidence of moisture in the pump. The top of the battery cap was stripped. The cap was difficult to remove and attach; a test cap was used and was able to easily detach and reattach to the pump. The pump passed a leak test. Unrelated to the complaint, the display screen was dim and discolored. Additionally, the battery compartment was cracked.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case w/moist) issue. It was reported that the cap was not able to be removed from the pump. It was also noted that there was moisture or corrosion visible inside the pump.this complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.